Manufacturer narrative:
The device was returned to the manufacturer for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device. A device tracking form was received by the manufacturer which indicated that a pump exchange was performed with the cause of the exchange being noted as "thrombus."